Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event may have been caused by choosing a meal announcement size that was larger than what they were eating either intentionally or unintentionally as evidence by a "more than" meal announcement administered immediately prior to the hypoglycemia. Device audio settings logged as "low" and alerts were not marked as acknowledged which likely also contributed to the severity of the event. The user's ilet was factory reset, and they received re-training from their clinical diabetes specialist (cds).

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/30/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user reported a severe hypoglycemic event on (B)(6) 2024, which led to an ems call. During the event, their bg dropped to 20 mg/dl. They administered a glucagon emergency kit and received alerts from the device for low and urgent low glucose levels. Ems provided additional glucose and monitored the user on-site, but hospital transport was not needed. The user experienced intermittent loss of lucid consciousness during the event. Following this, the clinical diabetes specialist (cds) recommended a factory reset of the device, which the user completed without incident during a follow-up call on (B)(6) 2024.